Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump was monitor and not heating up or no dark purple spot noted on battery compartment. The lcd board was fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call loose drive support cap. Customer advised the battery compartment over heated and that there is a dark purple spot on the battery compartment. Troubleshooting for cosmetic damage was performed. Customer advised the drive support cap is loose and a piece of the insulin pump is sticking out. Customer does not know how the damage on the support cap occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.